Event description:
The following literature publication was reviewed: van leeuwen gl, baggel s, tielliu ifj, et al. Long term follow up after endovascular popliteal artery aneurysm repair: a two centre, retrospective cohort study (1998¿2023). Eur j vasc endovasc surg. 2025;70:483-489. This retrospective cohort study evaluated long term outcomes of endovascular popliteal artery aneurysm repair using gore® viabahn® stent graft and gore® hemobahn® stent graft, alongside combined use in some cases, without comparison to specific non-gore devices. The study included 123 elective popliteal artery aneurysms treated in 105 patients (mean age of 71 years, mean aneurysm size was 30mm (range 16 e 65 mm)) , with procedures performed between 1998 and 2023 and a median follow up of 57 months; the cohort primarily consisted of degenerative popliteal artery aneurysms, including symptomatic and asymptomatic cases. Endovascular procedures involved stent graft deployment with adjunctive ballooning and imaging confirmation, with some patients undergoing concomitant vascular procedures; follow up consisted of clinical and imaging surveillance with duplex ultrasound and additional imaging when indicated. Technical success was achieved in 121 of 123 cases, with assisted technical success in all cases. One stent graft failed to unfold proximally due to a crumpled end during the procedure, preventing removal through the groin. The stent was successfully unfolded via access through the anterior tibial artery, and the crumpled section was covered with a second stent graft. Early complications occurred in 16 cases, including 4 early stent graft occlusions treated with thrombolysis , 2 post operative groin haematomas (successfully treated with pressure bandaged), 2 groin infections, and 2 infected haematomas . During follow up, 70 treated aneurysms experienced late complications, including 46 stent graft occlusions , 21 stent fractures, 12 aneurysm growths likely due to endoleak, 11 significant stenoses, and 3 stent migrations. A total of 52 reinterventions occurred in 37 limbs, including 34 acute reinterventions, most commonly due to acute stent graft occlusion treated with thrombolysis , bypass surgery, or additional endovascular interventions; limb loss occurred in 2 cases following repeated occlusion and failed revascularization . Overall survival declined over time, with reported survival at 1, 5, 10, and 15 years corresponding to 96, 77, 49, and 35 surviving patients per 105 baseline cohort. This case captures 46 stent graft occlusions, 21 stent fractures, 12 aneurysm growths consistent with endoleak, 11 stenoses, 3 migrations, 52 reinterventions including 34 acute reinterventions, and 2 limb amputations in patients treated with gore® viabahn® and gore® hemobahn® stent grafts. This report capture the reportable serious injuries for gore® viabahn® endoprosthesis with propaten bioactive surface.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.